Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that in a follow up appointment, the physician noted loss of sensing and a high impedance measurement from the right ventricular (rv) lead. Diagnostic imaging confirmed the lead had not dislodged. The physician elected to explant and replace the rv lead to resolve the event and the patient was stable with no additional consequences.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that in a follow up appointment, the physician noted loss of sensing and a high impedance measurement from the right ventricular (rv) lead. Diagnostic imaging confirmed the lead had not dislodged. The physician elected to explant and replace the rv lead to resolve the event and the patient was stable with no additional consequences.